Event description:
Abbott freestyle libre 3 has been changed from libre 2 and is causing sores and infections in long term patients. I am part of a diabetes support group and scores of us ex libre 2 patients are reporting the exact same symptoms. The device causes a large pimple shaped sore directly underneath the filament. Many of us get localized infections that do not dissipate for weeks. We suspect it is because the opening in the libre3 (not the 2) allows dirt to collect around the skin where it is punctured but are unsure if perhaps libre 3 has a different chemical structure. When we contact abbott, they refuse to provide an explanation or field our complaints. Refer to additional documents in i2k.